Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported they would get cannot find the location and controller would 'shut off' when charging the implant. The issue began about 7 days ago. Patient reset the controller but issue didn't resolve. Patient denied controller becoming black or unresponsive; agent reviewed controller inactivity time. Patient noticed the relay box was warm to the touch but not warmer than usual. Controller screen would turn white when charging the implant. During the call there were no damages on the recharger, controller charging port and battery compartment. Patient plugged the recharger and got excellent. Controller was at 100% and implant was at 20%. Towards the end of the call controller was at 90% and implant was at 40%. Patient was worried because they would have surgery on tuesday (not related to the device) and patient was advised to get replacement equipment. Agent would call patient back in an hour to check charging status. Agent called patient back and implant charged to 100%. Patient stated the implant never charged that fast within an hour and before the implant would stop charging at 70% and patient would reset the controller to fully charge the implant. Agent advised patient to call back if the issue persisted. The rep called and stated the patient was complaining about the recharger paddle and relay box getting very hot and spent 2-3 hours recharging the ins. Caller noted they had to remove the battery pack and saw unknown error messages. Caller said the issue had been going on for a while. An email was sent to the repair department to replace the recharger.